Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he had been hospitalized for 9 days in (B)(6) 2017 due to an infection after having the peg-j placed and was treated with unknown intravenous antibiotics. The duodopa tubing was still in place and duodopa therapy had not been started.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, a home health nurse reported the patient was admitted to the hospital with "bacteria in the blood." On (B)(6) 2017, the patient's medical group reported that the patient was hospitalized on an unknown date for abdominal pain and was diagnosed with sepsis. On an unknown date, the patient was discharged from the hospital. No further information was available.